Manufacturer narrative:
Upon receipt, the device was interrogated, revealing the battery status eos, which was detected on (B)(6) 2019 at 3:03 am. The device was implanted for approximately six months and 338 charging cycles were recorded to the device memory. The returned data and the device memory content were inspected. The inspection documented a large amount of vf episodes within two hours on (B)(6) 2019. This led to a large amount of successive shock deliveries by the device, which can be considered to be the root cause of the eos battery status. The available iegms showed that these vf episodes were caused by intrinsic heart signals. The eos status was removed with a technical programmer and the ability of the device to deliver therapies was verified. The anti-bradycardia pacing pulses proved to be normal and in amplitude and frequency as programmed. A fibrillation signal was applied and the device delivered a defibrillation shock as specified, documenting a correct sensing and shock delivery. In particular, the specified energy level was reached. There was no indication of a device malfunction. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. The final acceptance test proved the device functions to be as specified. In conclusion, the device proved to be fully functional during analysis. The eos status of the device resulted from successive charging of defibrillation shocks. There was no indication of a material or manufacturing problem.

Manufacturer narrative:
The ICD was not returned for analysis. The analysis is therefore based on the inspection of the quality documents associated with the manufacture of this particular device as well as on the returned data. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process which might be related to the clinical observation. The final acceptance test proved the device functions to be as specified. The returned data amount to some pictures of the follow-up data from (B)(6), 2019. The data confirmed the clinical observation, the battery status was eos. The data further documented a large amount of vf episodes (at least 100 were recorded) within two hours on (B)(6), 2019. This led to a large amount of successive shock deliveries by the device (at least 128), which can be considered to be the root cause of the eos battery status. The available iegm from episode 334 showed that this vf episode was caused by intrinsic heart signals. Based on the information available for analysis, there is no indication of an ICD malfunction. The data did not show any anomalies. In conclusion, the device was not returned for analysis. The review of the quality documents confirmed a regular device manufacturing. The analysis of the returned device data revealed no indication of a device malfunction. Should further relevant information or the ICD itself become available, this investigation will be updated.

Event description:
On (B)(6) 2019, the patient was implanted with an ICD and lead. After the patient received shocks during hospitalization, the doctor asked bio (B)(4) tsr to perform a follow up to this patient. The available iegm showed that the detection of vf and corresponding therapy were due to intrinsic heart signals, so the therapy was appropriate. After interrogating the device, the device was found in eos status.